Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted prophylactically due to the micron advisory. Shortly before explant, the device was found to be in backup mode and had been successfully reprogrammed; however, subsequent to that event the advisory was issued and the physician elected to replace the device even though the battery voltage was acceptable.